Manufacturer narrative:
No harm to pt was reported. Tip shredding is not labeled. A straight catheter was the only device returned from the (B)(6) liver access and biopsy set. The catheter was damaged and had a longitudinal slice that began at the tubing surface approximately 4.7 cm from the distal tip and ending at its deepest depth nearly 2.8 cm from the tip. The sliced segment is still attached to the catheter. The hub of the catheter remained attached and no other damage is evident. Instructions for 100% inspection are to verify distal tip of needle is smooth with no excessive sharpness, burrs, or foreign matter and is correctly ground. A visual examination and feel to verify inside diameter of cannula is open and free of foreign matter. Using a tubing checker, the devices are to confirm beveled edge does not shave outer layer when tubing is withdrawn. If shavings are present during the inspection, the product must be rejected. The longitudinal slice in the catheter tubing is evidence of severe contact with the 60 degree beveled tip of the stiffened cannula during withdrawal and not of contact with the quick-core needle. Although the instructions for use (IFU) states, "... Catheterize the right hepatic vein, or an appropriate alternative hepatic vein branch", in prior complaints for this failure mode, physicians have reported similar catheter damage is more likely when approaching from the right hepatic vein. The stiffened cannula was not returned for inspection as part of this investigation and could therefore not be definitively eliminated as having contributed to the described difficulty. We have notified the appropriate personnel and will continue to monitor complaints for similar events. Quality engineering risk analysis (qera) was performed and concluded that risk reduction activities were not required.

Event description:
As reported to cook via telephone: the physician had problems when removing the device. A 5fr got caught and shredded at tip. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.